Manufacturer narrative:
The unit was received with cracked casing on the back of the battery tube area. The unit also had a missing retainer ring and reservoir tube o-ring. The reservoir tube lip was partially broken. There were also minor scratches on the lcd window, casing, and keypad overlay. The unit was received with a fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the customer's insulin pump casing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The insulin pump was returned for analysis and a replacement device was shipped to the customer.